Event description:
The user facility reported that the patient experienced ventricular fibrillation and major bleeding during impella 5.5 support. There was a continued gastrointestinal bleed and all anticoagulation was off. There were repeat interventions by the gastrointestinal doctor and units of packed red blood cells were required. Additionally, the patient had rectal bleeding. Clips were implemented, which reduced the bleeding. Two units of blood products were administered. Additionally, the patient continued to have episodes of ventricular fibrillation. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: persistent gi bleed despite repeat interventions. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Ventricular fibrillation: the root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.